Event description:
The following has been reported: customer is reporting leaking tubing. A preliminary review identified the following issue: administration set leak (external part). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture was available for analysis. Therefore, the customer complaint cannot be confirmed. The potential root causes of the reported leak in cassette could be related to 1) leak in cassette due to an incorrect and poor sealing of the cassette in the welder machine causing the reported leakage, 2) leak in cassette caused by misplacing the diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump, 3) leak in one of the admin set lines due to cuts/tears/gaps at connections. A sample is needed in order to determine exact root cause. Current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests and 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch records fa24a15032 were reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.